Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported high downstream occlusion test which was reproduced during evaluation. The cause was determined to be a downstream tubing guide which was adjusted to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced high downstream occlusion test. There was no patient involvement. No additional information is available.